Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had difficulty charging, had trouble getting the device to 100% charged, and they would rarely get an excellent charging connection. The rep stated it was mostly good or fair according to the recharge sessions report. The rep stated that the patient¿s ins was somewhat difficult to palpate. They reported that no troubleshooting was performed as the patient did not have their recharger with them. The rep instructed the patient to call patient services during their next recharge session to help troubleshoot. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient was having extreme difficulty recharging the battery since implant, could barely get it to charge. The rep reported that a pocket revision occurred. The rep reported that the battery was 2 centimeters deep, the pocket was revised so the battery was only 1 centimeter deep. The issue was resolved. No further complications were reported.